Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving dilaudid (4mg/ml at 2.048mg/day) via intrathecal drug delivery pump. The indication for use was noted as spinal pain. It was reported that a pocket fill occurred on (B)(6) 2018. No symptoms were reported. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient code (B)(4) no longer applies to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp) via the manufacturer representative (rep). It was reported that patient was admitted to a hospital on (B)(6) 2018, same day as pocket fill. Patient experienced drowsiness decreased respiration's. Patient was dismissed but returned to different hospital with continued drowsiness. Family stated narcan was used. On (B)(6) 2018, patient's family contacted the hcp due to managing hcp closing their clinic. At that time patient had return of baseline pain with nausea and vomiting. The hcp filled the pump with saline and ordered new drug. On (B)(6) 2018, the hcp refilled pump resumed therapy. The cause of pocket fill was that the hcp filling the pump did not infuse drug in the reservoir. It was unable to weigh the patient. No further complications were reported.